Event description:
Per the attached maude event report #mw1041214: "patient in vascular lab having aortogram with runoff. Doctor noted catheter to have fragmented, approximately 10cm in length per dr. The catheter did break off and approx 5 inches remained in the 'iliac' right femoral iliac artery. The procedure was stopped at this point. An infusion bag-500 ccns with 5000 units of heparin was connected to the remaining sheath at the femoral site. Surgeon was immediately consulted. The surgeon took the pt to the or to remove the catheter and did a fem pop bypass. The patient is recovering well."

Manufacturer narrative:
Method - the investigation was limited to a review of info provided on maude event report #mw1041214. Unfortunately, the maude event report did not include any info about the user facility or the reporter. A review of the complaint files confirmed that no previous reports have been rec'd for the identified lot number. Therefore, additional info could not be obtained. A review of the device history record indicated that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure (such as attempting to withdraw the catheter against resistance or contact with a sharp surface). The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been forwarded to the manufacturing facility for appropriate tracing, trending and follow-up.